Manufacturer narrative:
(B)(4). Device eval: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within spec.

Event description:
Info was received that reported a pt was hospitalized on (B)(6)2010, due an incident of diabetic ketoacidosis. Per the pt, she had been experiencing labile blood glucose for several weeks with frequent unexplained highs. On (B)(6)2010, she awoke with a blood glucose of 380 mg/dl. Several hours later, her meter registered as "hi". She was brought to the hospital. She was admitted with blood glucose of 980 mg/dl. She was diagnosed as in diabetic ketoacidosis and treated with insulin and IV fluids. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.